Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "foreign body" was found in the catheter tube of a bd angiocath¿ plus IV catheter prior to use. There was no report of exposure to mucous membranes, serious injury, or medical intervention.

Manufacturer narrative:
1 photo was returned for investigation. Clear fm was observed in the returned photo. 2 actual samples without packaging were returned for investigation. Returned samples. The actual samples were subjected to visual inspection. Clear, gel-like fm was observed on the catheter of the returned samples. Clear, gel-like fm observed. The clear, gel-like fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear, gel-like fm matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Clear droplet observed were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. Device history record of packaged needle (pn) batch 7236375, catalogue number 382412 and its assembled needle (an) batches 7236431, 7236432 and 7236433, part number 8365076 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Investigation conclusion: the clear droplets observed were actually silicone material, contained in the lubricant used during the catheter tubing lubrication process. The catheter lubrication process is part of the manufacturing process and thus silicone presence on the catheter tubing will be inherent.